Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of a damaged connector and additionally noted that the lock key was too sensitive (there was no "click"). The output connector assembly and the key pad and upper case were replaced. The unit was tested and calibrated on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged atrial connector. The generator was returned for service. No patient complications have been reported as a result of this event.